Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead portion was performed. An x-ray and lead body inspection showed no anomalies. Resistance testing confirmed the lead segment was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). A portion of the lead is expected to be returned for testing. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this atrial lead exhibited pacing impedance measurements greater than 2000 ohms. Additionally, abnormal sensing and no capture was noted. An x-ray confirmed the lead was fractured. A revision procedure was performed to replace the lead. The physician reported he could not explant the entire lead during this procedure and a second procedure was required to remove the remaining portion of the lead through laser extraction. No adverse patient effects were reported.